Event description:
See initial report.

Manufacturer narrative:
H.10: no lot number of cannula was stated within the article thus no DHR review could be performed. Considering pre-existing patient conditions, that the cannula was successfully used for 26 days to support the patient and that no cannula malfunction was mentioned within the article, it is reasonable to conclude that no livanova device malfunctions occurred and that the reported adverse event is not related to any specific device malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: a medical assessment of the event has been conducted. Result of the assessment is that protekduo cannula was used in off-label situation. Protekduo is used for vv ECMO while in this case was used to support lv.

Event description:
See initial report.

Event description:
Through literature review livanova became aware of a (B)(6)-year old male with a history of two coronary artery bypass grafts (CABG) who suffered acute decompensation with refractory hypotension associated with worsening renal function and rising lactate levels despite escalating medical management; echocardiogram revealed severe reduced lv function with ef of 10%, moderate-to-severe aortic regurgitation (ar), and moderate aortic stenosis. A protekduo 31 fr. Cannula was inserted via a mini-thoracotomy procedure for temporary left-sided support due to his moderate-to-severe ar, as peripheral ECMO and other temporary mcs devices were contraindicated. The protekduo cannula was connected to a centrimag (abbott) blood pump. Excellent hemodynamic support without hemolysis or insertion-site bleeding was achieved. The patient was progressing in the hospital, including ambulating. After 26 days of support, he sustained a hemorrhagic stroke and did not survive hospitalization.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the protekduo cannula. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.